Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the customer requested to have the patient¿s log file evaluated due to driveline disconnects. There were no other unusual events seen within the log files. Technical service inquired if patient disconnecting the driveline themselves and for what reason was the driveline disconnected and the clinician reported that they were aware that the patient was doing it and reported that there were no technical issues and no device related issues when the event was reported. Although drive disconnect alarm was not thought to be a technical issue, this will be conservatively reported for pump stoppages. User error can result in serious injury. The patient was asymptomatic. No further information provided.

Manufacturer narrative:
Manufacturing investigation conclusion: review of the submitted system controller event log file confirmed multiple pump stops due to disconnection of the driveline. However, a specific cause for these events could not conclusively be determined through this evaluation. The system controller event log file contained data from (B)(6) 2018 at 05:49:23 through (B)(6) 2018 at 14:49:46. Two driveline disconnect events leading to pump stops were captured in the file on (B)(6) 2018 from 11:48:01 to 11:48:27 and on (B)(6) 2018 from 07:35:22 to 07:35:38. The driveline disconnect events were associated with driveline disconnect, lvad off and low flow hazard alarms. The pump resumed operating at the fixed speed following each driveline disconnect events and no other atypical events were captured. The instructions for use and the patient handbook explain that if the driveline disconnects from the system controller, the pump stops. The documents also state that, ¿at least one system controller power must be connected to a power source at all times. Disconnecting both power cables at the same time will cause the pump to stop. The pump remains implanted and the patient continues on vad support. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.